Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone: lockdown. Cloud - omnipod 5 software app version: 3.1.1. Cloud - smartphone operating system: n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware: n5004l. Cloud - cgm sensor type: g6.

Event description:
It was reported that a skin irritation causing itching, rash, redness, bleeding, and pain while wearing the pod. The patient reports they had more than 1 pod infusion site where they had experienced irritation. The patient reports they had gone to the dermatologist 3 times and was prescribed steroid creams as well as steroid gels to be used at the pod infusion sites. The patient reports using mometasone and triamcinolone at the pod infusion sites. In addition, the patient reports using aquaphor at the pod infusion sites per the dermatologist recommendation.